Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy procedure with endoscopic mucosal resection (emr). According to the complainant, during the procedure, the resolution ii clip was deployed; however, it would not release from the delivery system. The physician attempted to manipulate the scope before the clip came off the tissue. The clip eventually detached from both the delivery system and tissue and fell into the patient in the closed position. The physician did not retrieve the clip. The procedure was completed with another resolution ii clip device. There were no patient complications or issues reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during a colonoscopy procedure with endoscopic mucosal resection (emr). According to the complainant, during the procedure, the resolution ii clip was deployed; however, it would not release from the delivery system. The physician attempted to manipulate the scope before the clip came off the tissue. The clip eventually detached from both the delivery system and tissue and fell into the patient in the closed position. The physician did not retrieve the clip. The procedure was completed with another resolution ii clip device. There were no patient complications or issues reported as a result of this event.

Manufacturer narrative:
Patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) - the reported event of clip failed to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
Notification # 3005099803-07/19/2011-001-c.